Event description:
It was reported that there was an audible system. No patient involvement reported.

Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
It has been determined that complaint file (B)(6) with a manufacturing report number of 3012307300-2023-00703 was reported in error. Please disregard the previous submission. Any additional reporting will be conducted under the applicable file.